Event description:
During the physician's dissection through the patient's subcutaneous tissue, there was a problem with the electrosurgery force fx-c system. The cautery was set-up following proper protocol and the patient was grounded. The physician turned the cautery on and the machine alarmed and the cut reading went to 166. The procedure was stopped and the grounding pad was checked. The grounding pad and handpiece were unplugged and the machine was turned off. Next, restarted machine and plugged in grounding pad and handpiece. Reset cut and coag. Procedure started. Cautery working for approximately one minute when the cautery arced at the surgical site with a "pop" sound. There was no injury or harm to the patient or staff. The unit was removed from service and procedure continued with a new cautery, bovie pad and cautery machine, etc. With no further problems. Internal biomedical engineer inspected unit. Biomed noted the unit stopped and displayed an error code 163. The unit was tested and it passed all the performance tests. Error code 163 refers to the bipolar or cut having a dosage error. Biomed checked the history on the unit and it had a similar problem 11 days earlier. The unit was also sent out for a rem problem five months prior to this event. The unit was placed back in service.